Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system and confirmed wireless footswitch does not work. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction/field safety corrective action by providing customers with a medical device correction/field safety corrective action (z-2485-2023). The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported that there was problem with wireless footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.